Event description:
The customer reported when moving the pt table vertically, the table moved in the horizontal direction toward the gantry unexpectedly. There was no report of injury to a pt but if it were to reoccur, this could potentially result in pinching, entrapment and/or removal of pt medical tubing (ie IV tubing, ventilator tubing, etc.).

Manufacturer narrative:
Note: (B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).